Manufacturer narrative:
(B)(4). PMA/510(k): k171712. Investigation is still in progress.

Event description:
Description of event according to initial reporter: filter did not release from the system upon deployment attempt. The physician pressed the red safety button and pressed the blue release button. The filter did not release. The physician then reset the filter and pull the system with no harm to patient. Another device was then used with a separate lot number successfully.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: it was reported that the filter did not release from the jugular introducer. The physician removed the device and used another device instead to complete the procedure successfully. The coaxial introducer system, the pre-dilator and the jugular introducer was returned for evaluation. No nonconformances were observed on the pre-dilator, introducer sheath or jugular introducer. On the jugular introducer the red safety button was pressed down, and it was possible to attach and detach a test filter. The cause for the reported failure cannot be determined, based on the device evaluation. However, hardened blood or use of excessive back tension during release may prevent the filter from releasing when the release mechanism is activated. It was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use excessive tension during deployment may prevent the filter from releasing when the release mechanism is activated. There are adequate controls in place to ensure the device was manufactured to specifications. Based on the provided information and device evaluation it is unknown what caused inability to release the filter. However, it is possible that excessive tension prevented the filter from being released. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.